Event description:
Our rep is reporting the black insulation near the distal tip of the shafted flaked off and fell into the patient. It was during a sales trial and the surgeon was wondering if the may have rubbed the device to hard on cannula or bone. The pieces were retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received by mitek and evaluated visually. Visually the device was damaged at the insulation at the distal end. Historically, this damage has been attributed to aggressive use of the device where the shaft scraps against a hard surface such a bone or a metallic instrument. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 297 devices that were released to distribution. No fault was found. No corrective action is required. No further action is warranted at this time. Mitek has retained the device in the event that further evaluation becomes necessary, and will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.